Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a full lead was returned and no anomalies were found. The distal conductor was found to have blood/body fluid (not obstructed).

Event description:
It was reported that during the implant attempt, the left ventricular lead had positioning difficulties and high/unstable thresholds, possibly because the target vessel was surrounded by ischemic tissue. The lead was removed and another vessel and lead were used. No patient complications have been reported as a result of this event.